Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4: batch # m9ag9x. Investigation summary. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area, indicating jaw bifurcation breakage most likely due to stress corrosion cracking. One (1) remaining clip was found on the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In order to avoid this kind of issue, please do not reuse, reprocess, or re-sterilize the device, as these actions may compromise the structural integrity and/or lead to device failure that could result in patient injury, illness, or death. Device history review. A manufacturing record evaluation was performed for the finished device batch m9ag9x number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip didn't out from jaw. So replaced the product. No patient consequences were reported.